Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (calcification, vessel tortuosity), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (calcification, vessel tortuosity). (B)(4).

Event description:
Physician was attempting to deliver a resolute integrity drug-eluting stent to a severely calcified lesion with excessive vessel tortuosity, however, the device could not cross the lesion. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. A number of struts on the 4th proximal segment were raised and deformed. The remaining segments were intact.